Event description:
It was reported via repair work order that the bed exit would alarm but there was no sound due to the bed exit beeper. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.